Manufacturer narrative:
(B)(4). Method: the subject device, ojr410vt optiflow junior 2 ventilator transition kit was returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is based on the evaluation of the returned device, information and description of events provided by the healthcare facility, and our knowledge of the product. Results: visual inspection of the subject device confirmed that one of the tubes was detached from the swivel grip with visible glue residue on the inside the swivel grip tube joint. Additionally, evidence of stretching was found in both tubes. Conclusion: based on the visual inspection of the returned device, our knowledge of the product and the information provided, it is most likely that the reported damage resulted from the cannula being subjected to excessive force. As part of the manufacturing process, all optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken throughout each batch and functionally tested for retention strength between the assembled parts. If there are any failures the entire batch is put aside for further investigation. The subject cannula would have met the required specification at time of production. The user instructions which accompany the subject device ojr410vt optiflow junior 2 ventilator transition kit show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." "Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." "Do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A healthcare facility in london reported via a fisher & paykel healthcare (f&p) field representative that the tubing on one side of an optiflow junior 2 nasal cannula of the ojr410vt optiflow junior 2 ventilator transition kit was detached. The healthcare facility further reported that the cannula was immediately replaced. There was no reported patient consequence.

Event description:
A healthcare facility in united kingdom reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr410vt optiflow junior 2 ventilator transition kit was detached from swivel grip tube joint. The healthcare facility further reported that the failure was identified and the cannula was immediately replaced. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.